Event description:
Pentax medical was made aware of an issue that occurred in (B)(6). The information provided indicated that while cleaning of the ed34-i10t2 (pentax medical video duodenoscope- sn # (B)(4)) something like thread or a sponge particle came out of the scope. The issue was observed during reprocessing of the scope in the reprocessing room. The scope had not been previously used on a patient. The customer reported that the scope was brought to the endoscopy unit this morning. It has not been used thus far on a patient but was cleaned on arrival and six (6) times since then for a total of seven (7) cleanings. Manual cleaning was being performed on the now expired duodenoscope this evening. During the brushing of the scope with the large (yellow) brush we found something like thread or sponge particle coming out from the scope. The scope was processed on may 08, 2021. We kept brushing repeatedly four (4) or five (5) times and nothing comes out from the scope. Another person exchanged clean water with enzymatic and soaked the scope for at least fifteen (15) minutes. Afterwards, each channel was brushed three (3) times. The scope came out clean without any kind of particle. The scope was removed from service and sent into (B)(4) for inspection. Five photographic images were provided: the images depict a pale yellowish soft semi-formed material.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. There is a similar model available for sale in the united states ed34-i10t2-u, with a 510k number: k192245.